Event description:
It was reported that the patient presented to emergency room with syncope and bradycardia. Upon interrogation, the pacemaker was in back up vvi mode and failed to save device data. The patient was still receiving intermittent pacing. The pacemaker was replaced. The patient was in stable condition post operation.